Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that it seemed like the bolus wizard was not functioning properly. The customer explained that she treated with a bolus and her blood glucose would not go down. Blood glucose level was 244 mg/dl. The customer was walked through the bolus wizard process, but she stated it was not working because the screen would not count up during the bolus delivery and would go to the blank screen instead. Customer confirmed that the bolus appeared as delivered in the bolus history but there was no difference in her blood glucose level. The call was disconnected and troubleshooting was not completed. The device will not be returned for analysis.